Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose. She also stated there were two past events where the infusion set was not connected correctly, causing customer to spill insulin. Customer's blood glucose is 412 mg/dl. She treated with the device and a manual injection. She experienced nausea, vomiting, excessive thirst, excessive urination, abdominal pains, and ketones. He contacted her doctor for high blood glucose. Customer stated she replaced the battery and changed insertion sites and the device seems to be working as designed. She declined troubleshooting. Nothing further reported.